Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel system implant. During the procedure, the novel left ventricular lead dislodged upon slitting of the sheath. The physician elected to complete the procedure using an alternate lead on 28 may 2021. The patient was stable.